Manufacturer narrative:
The formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, score marks were found on the top housing and the needle mechanism fully retracted. A scratch was observed on the linkage assembly. These findings indicate interference between the linkage assembly and the top housing.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl while wearing the pod between 24 and 36 hours on the leg. The needle mechanism did not fully retract as intended during activation.